Event description:
It was reported that a pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. The customer was unable to successfully load the cartridge onto the pump after multiple attempts, and the issue persisted even with a different cartridge. Technical support decided to replace the pump and send goodwill cartridges, while also instructing the customer to return the problematic pump.